Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead had dislodged. The rv lead was not capturing in the right ventricle, telemetry showed pacing spikes with no rv capture signal. On interrogation it was noted that the device was inable to sense r waves or capture at high outputs. Rv lead was revised and it was noted to be near the mitral valve with the helix extension maker in the extended position. The helix was retracted in a normal manner. The lead was repositioned into an apical position. Testing was completed as normal procedure. The device was reconnected and all finals were within normal limits after the patient was back on the hospital bed. The physician did report that the patient suffers from dementia and was discovered out of the bed last night and had their immobilizer off. No patient complications have been reported as a result of this event.